Event description:
Rep reported that the valve was set at 160. The patient was experiencing over drainage problems. The surgeon conducted a shunt tap and connected the device to manometer, which revealed that the valve was draining at a much higher rate, virtually siphoning. As a result the device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.